Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine device interrogation a code appeared indicating that the pacemaker had reached safety mode. The pacemaker was noted to exhibit premature battery depletion and a revision procedure will be scheduled for the near future. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device interrogation a code appeared indicating that the pacemaker had reached safety mode. The pacemaker was noted to exhibit premature battery depletion and a revision procedure will be scheduled for the near future. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine device interrogation a code appeared indicating that the pacemaker had reached safety mode. The pacemaker was noted to exhibit premature battery depletion and a revision procedure will be scheduled for the near future. At this time the pacemaker remains in service and no adverse effects were reported.